Event description:
It was reported that the catheter broke above the taped insertion point. There was no unreasonable tension placed on the catheter, it just broke off. They were able to remove the catheter from the pt without any issues using normal removal technique. There was no delay in treatment, no pt death and no pt complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.